Event description:
The customer called in to report that they had scratches on the display window of their insulin pump. The customer's blood glucose level at the time was unknown. The customer stated that it was impossible to read information properly. We encouraged the customer in verbal and written form to return the broken pump for analysis. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.